Event description:
New information received indicates that the patient experienced no adverse events post-procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that increased pacing lead impedance was observed. The lead was capped and replaced.